Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4). Report resubmitted per FDA request.

Event description:
The reporter indicated that the surgeon used a ks-3ai +27.5 diopter preloaded injector. Prior to implantation, the lens became stuck in the cartridge. There was no patient contact. Lens was not implanted. Same model backup lens was implanted.

Manufacturer narrative:
Additional information: device evaluation: the device was returned in biohazard bag. Visual inspection found the device injector body damaged and the lens stuck in the cartridge. Corrected data: (B)(6) is the correct spelling of the country. Claim # (B)(4).